Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: during investigation, the battery compartment and cap were found undamaged and were able to fit securely to the pump. A review of the black box showed a call service 069 alarm and was duplicated during the rewind step. The idle, motor, and sleep current readings were unable to be obtained . The pump cover was removed to find no intermittent conditions on the printed circuit board or to the continuous glucose monitoring module. The temperature issue was unable to be investigated.